Event description:
It was reported that (2) devices were used during a wedge resection. It was reported by the affiliate that the tct75, with trt75, staples (2cm from beginning), would not form at all just like the box shape. The surgeon put some overstitches to complete the case.